Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that insulin pump buttons harder to press and squirts insulin during priming every once in a while. Customer's blood glucose level was unknown. Customer stated that buttons were stick and had to press buttons multiple times to respond. The insulin pump will not be returned for analysis.